Event description:
Additional information received indicated that the previously reported issues persist. Physician believes that there may be some developments of lead noise. The patient will continue to be monitored closely at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to far p-wave oversensing. Programming changes were made during the following visit in clinic. The patient was asymptomatic.